Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead had high impedance, high impedance, and a sensing anomaly. Multiple position were tried, but were unsuccessful in resolving the issue. The lead was replaced and desired measurements were obtained. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.